Event description:
No injury [no adverse event] metal pin from the brush head fell into mouth - oral-b [device breakage] case narrative: consumer via e-mail stated that the metal pin from the oral-b toothbrush head fell into their mouth. No injury was reported. 04-aug-2023 follow-up via digital safety assessment survey: the consumer was a 65 year old female. No injury was reported. 04-aug-2023 follow-up via pictures: the suspect product was oral-b power/power oral care refills/sensi ultrathin/eb60/brush set/4ct. No injury was reported. 07-aug-2023 follow-up via pictures: the concomitant product was oral-b pro 1 toothbrush. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.